Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during the intraocular lens implant procedure, iol was implanted but then needed to switch to a 3-piece iol as had to do a vitrectomy. There was patient contact noted. The procedure was completed.